Manufacturer narrative:
The technician replaced the strain relieve, power cord, and (B) (4) television board connector, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit will alarm locally, but will not send a signal to the nurse's station. As a result, the account alleges that a patient fell out of bed and made contact with the wall. The account alleges that a CT scan was performed and found a subdural hematoma on the patient's right side. No other information is available.